Event description:
It was reported the customer had a piece of plastic missing near their reservoir compartment. The customer's blood glucose was unknown. The customer also stated there was cracks below their buttons. The customer could not recall how the damage had occurred to their insulin pump. Customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.